Manufacturer narrative:
Describe event or problem: it was reported that when a package labeled with u-motion ii ha cup ø48mm (cat. No. 1306-1048, lot no. 14f448a) was opened, the device in the package was u-motion ii ha cup ø58mm (cat. No. 1306-1058, lot no. 14f449c). This case was reported from (B)(4) distributor on (B)(6). On (B)(6) we received the other report from our (B)(4) distributor that when a package labeled with u-motion ii ha cup ø58mm (cat. No. 1306-1058, lot no. 14f449c) was opened, the device in the package was u-motion ii ha cup ø48mm (cat. No. 1306-1048, 14f448a). These two mislabeled devices did not cause any harm on patient and user. Root cause analysis: for these two lots, 20 cups for each lot were both packaged on the same day sep-11th, 2014, and sold to four countries, (B)(4). We made a recall action to check all of the cups for each lot, except these two mislabeled cups, no additional packaging has been recorded, thus we suspected only two cases of the two lots were cross-mixture caused by human operation error. For these two mislabeled devices, we reviewed the device history records and did not find any deviations related to product specifications. Actions: a recall action for the same part number and same lot was checked and no additional packaging related complaint has been recorded. Additionally, we also checked the manufacture records for previous lot and next lot of suspected lots to determine if any devices were mislabeled packaged on or around the same date. No mislabeled package was found. An education to strengthen the standard operating procedure of operators has been conducted.

Event description:
It was reported that when a package labeled with u-motion ii ha cup o48mm (cat. No. 1306-1048, lot no. 14f448a) was opened, the device in the package was u-motion ii ha cup o58mm (cat. No. 1306-1058, lot no. 14f449c). This case was reported from (B)(4) distributor on (B)(6). On (B)(6) we received the other report from our (B)(4) distributor that when a package labeled with u-motion ii ha cup o58mm (cat. No. 1306-1058, lot no. 14f449c) was opened, the device in the package was u-motion ii ha cup o48mm (cat. No. 1306-1048, 14f448a). These two mislabeled devices did not cause any harm on patient and user.